Event description:
There was an occurence with the lap grasper that resulted in minor patient injury. Additional information (B)(6) 2013:  spoke with (B)(6), she was not willing to provide customer advocacy with any additional information. (B)(6) did provide the contact from risk management, (B)(6) who provided the details of the event. She stated that the physician was using the instrument during a procedure and the bovie cord came off the instrument it was then noticed that the ¿pin/post¿ that the bovie cord attaches to came off along with the cord. It was reported that the ¿pin/post¿ fell onto the patient¿s abdomen the physician activated the device and the patient suffered a small thermal burn on the abdomen. The burn was excised and a few stitches were put in place, the procedure was completed as planned with no additional medical intervention. They are not willing to send the instrument in for evaluation at this time.

Manufacturer narrative:
(B)(4): carefusion anticipates a site visit to the customer. If additional information is obtained a follow up report will be issued.

Manufacturer narrative:
(B)(4): on (B)(4) 2013 carefusion tucker facility¿s quality manager visited (B)(6) medical center to evaluate the complaint sample and review the complaint and discuss the findings with the risk manager coordinator and or lead / spd manager of lexington medical. The findings are as follows: the etching was present on the rotation knob which appeared to be the original knob. The etching was worn and difficult to read but the date code was confirmed to be an ¿i05¿ which means it was manufactured september 2005 and would therefore make the age of the instrument 8 years old. The unit was not etched with our designated letter ¿r¿ for repair and therefore does not indicate to have been repaired by carefusion. The handle had significant wear. The clevis was not etched with snowden-pencer which is indicative of a 3rd party repaired product. The halar coated tube was brighter and shinier than the carefusion tubes. This type of halar is typically a sign of 3rd party repairs. The bovie post was confirmed to be separated from the handle. The handle/bovie connection had light blue discoloration around the edge of the connection point which indicated that there was loctite applied to the unit. The spring was present. The ball was not; once the bovie post is separated from the handle then the ball can fall freely from the unit. In ¿05¿ the bovie post had ce marking present. The current bovie post does not have any etching. This is another indication of a repair that was not performed by carefusion tucker¿s repair center. Additional information provided by the spd lead was that she tested other bovie posts and it is impossible to remove. She noted that typically there is an adhesive used. Tucker¿s quality manager noted that if this was the case and the unit appeared to have adhesive at one point a repair would involve removing the bovie post, then the bond would be severed. During the meeting tuckers quality manager connected the bovie post to the green cord and was able to recreate the failure easily. Spd noted that they check the units prior to use. The spd stated that they utilize carefusion¿s van for repairs. Tucker¿s quality manager stated that carefusion does not have repair vans and confirmed it was presio who performed the repairs. Tucker¿s quality manager stated that it is suggested to go through carefusion¿s repair center as we are the manufacturer and can track the repairs as well with our ¿r¿ nomenclature. Spd seemed to think that presio was approved and our repair supplier. Carefusion tucker quality manager repeated that it is best to go through the tucker facility. Note: the IFU no longer lists presio as an approved supplier and states that there is a 3 year warranty against wear. The device was aged and incurred several 3rd party repairs which resulted in the failure of the device. A review of the device history record did not indicate any non-conformances. The device passed all acceptance criteria for release. A review of the complaint system was performed over the past two years. This was the only complaint during this period for this failure mode. No trend detected. The reported issue will continue to be trended and evaluated. As a courtesy, a replacement device was provided to the customer. Our records have been updated to aid in activities should another issue be recorded for this product code.